Event description:
During the device evaluation, the subject device's probe was broken around the outer pipe. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found found no reportable malfunctions aside from the allegation reported in b5. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that one of the following led to the malfunction: during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation; a force was applied to the probe during spark generation; a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe; due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor the field performance of this device.